Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump screen became frozen on the "preparing to fill" notification and the customer was unable to clear the notification. During troubleshooting with tandem technical support, the notification was able to be cleared. There was no impact to the customers blood glucose level.